Event description:
The facility representative reported a colleague infusion pump with "?failure code 810:03". There was no report of patient involvement, injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 810:03 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review has been performed and the device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause is currently in process in (B)(4).